Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part # 319.006 lot # h521672) was received at us cq. The needle of the device has broken off from the body, the broken needle was returned. The needle is also minorly bent. The device is not a complete assembly as it is missing the protection sleeve component. The received condition is consistent with the complaint condition thus the complaint is confirmed. Needle is broken and bent, device is missing the sleeve component. Manufacturing record evaluation: the received depth gauge for 2.0mm and 2.4mm screws (part # 319.006 lot # h521672) was manufactured at avalign technologies-nemcomed on nov 19, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the overall complaint was confirmed for the received depth gauge for 2.0mm and 2.4mm screws (part # 319.006 lot # h521672) as the needle of the device was broken off the body, and the device was missing the sleeve component. Although no definitive root-cause can be determined, it is possible the device experienced unintended forces during use that lead to the needle bending and breaking. It¿s possible that the sleeve was misplaced during a sterilization cycle or through general material handling. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 319.006. Synthes lot number: h521672. Supplier lot number: n/a. Release to warehouse date: nov 19, 2018. Expiration date: n/a. Supplier: (B)(4). Manufactured by synthes. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during routine incoming inspection, the depth gauge was broken. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report is 1 of 1 for (B)(4).